Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 06-25-2024 patient reported that 10 adhesive patch lifts or detaches during use. The infusion set was in use for about half an hour or after a day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.